Event description:
(B)(4). Essure was implanted on (B)(6), 2012. Side effects such as pelvic pain, pain during intercourse, pain during ovulation, heavier and longer menstrual cycles and yeast infections soon after started.

Event description:
(B)(4). Essure devices and fallopian tubes surgically removed via laparoscopy procedure on (B)(6) 2015.